Event description:
Rptr indicated that pt was experiencing migration and protrusion of her generator. It was further reported that pt incurred no trauma to her generator site, and that a non-absorbable suture was used during the initial implant procedure to secure the generator to fascia. Pt then chose to have generator repositioned through surgical intervention.